Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three instruments were broken postoperative. No patient involvement. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that two matrix holding sleeves, long were returned with the complaint that ¿it was reported that three instruments were broken postoperative. The third will not be returned.¿ upon receipt of these devices it was seen that the distal threading on the inner shaft of both of the holding sleeves are missing more than half of the most distal threading level. The reported part is a locking holding sleeve for the matrix pedicle screw system. This holding sleeve is the same design as a shorter locking holding sleeve. The applicable us matrix technique guides do not include instruments; these instruments are mentioned only in the technique addition. The usage steps for these two locking holding sleeves significantly differ from the holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the confirmed condition in this complaint. The applicable associated drawings were reviewed and the inner shaft including the threaded tip, these drawings call out the appropriate dimensions, material and finishing processes for a successful inner shaft. The root cause of this complaint is not definitively known, however this condition was most plausibly caused by off axis force upon the device while not fully threaded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: rms company manufactured the locking holding sleeve, p/n 03.616.043 and lot 6778559. Initially, the part conformed to the supplier¿s certificate of conformance, dated january 13, 2012, and was inspected and conformed to synthes final inspection sheet. The parts were released to the warehouse on january 26, 2012. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.